Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple cartridge alarm errors with multiple cartridges during the load process. There was no known impact to the customer's blood glucose level. The customer was able to load a new cartridge and resume insulin delivery. The customer confirmed that an alternate method of insulin delivery was available.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.